Event description:
During an in-clinic follow-up, high capture threshold and high pacing impedance were observed on the right ventricular (rv) lead. X-ray imaging was performed and revealed rv insulation damage due to clavicular crush. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.